Event description:
A malfunction was reported on a customer's pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to follow up if the issue reappeared.